Manufacturer narrative:
(B)(4). Foreign source: taiwan. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the first anchor was partially protruding from the needle tip and the needle tip has fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the needle of the juggerstitch was fractured which caused the anchor to not fire correctly. No adverse event has been reported as a result of the malfunction.